Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 2 years and 3 months after de dental implant was installed in intraoral region #18, its loss of osseointegration was observed. The implant was installed without immediately load. The patient presented bone type I, fenestration occurred during surgery and bone graft was executed.